Event description:
It was reported to philips that the c-arm was not working correctly, which could impact geometry movements. The device was in clinical use at the time of the reported event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.